Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on 18-feb-2025. The patient reported that they received an alarm for avs data point missing on both pumps, and troubleshooting was unsuccessful. Replacement pumps were sent but the patient reported they were still receiving alarms. Replacement cassettes were sent, and the patient was able to resume remodulin therapy. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 19-mar-2025 (report number 3016798778-2025-00025). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, excessive noise attention and pump error alarms were generated. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, excessive noise attention, cassette problem, and pump error alarms were generated. Logs from remote (B)(6) (paired with pump (B)(6)) show that on the date of the complaint, excessive noise attention, pump error, and cassette problem alarms were generated. During investigation, the pumps were disassembled, and evidence of fluid ingress was observed to be the root cause for the reported alarms. The cause of the fluid ingress could not be determined from the returned materials. The systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.